Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the front therapy electrode. The patient's physician prescribed (B)(6) cream and instructed the patient to remove the device for a few hours. Follow up indicated that the irritation was still present but was improving.